Event description:
A customer from (B)(6) alleged to have run blood tests on the contour ts meter that were not stored in the meter's memory. No adverse event was alleged. The meter is expected to be returned for evaluation and a new one was sent to the customer.

Manufacturer narrative:
Model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
The investigation of the returned meter found the customer changed the dates in the meter, making it appear that readings were stored incorrectly or not stored at all.